Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 2 of 2 of the same event. It was reported from (B)(6) that during a deep brain stimulation therapy, it was observed that the motor device, while in use with the compact speed reducer, began to move during a burr hole opening. According to the report, the event was described as if drawing a spiral and rounded shape when the devices entwined with the surgeon¿s arm. It was reported that the event occurred even though the surgeon took his foot off the pedal and the auto release worked. As a result, the surgeon obtained a mild hand sprain and could not perform surgery for a week. It was reported there was no adverse consequence to the patient. It was reported that the surgeon had suspicion that the event was due to the perforator. However, due to the characteristics of the devices, the surgeon thought that the event might have been due to the operator¿s mistake of stepping on the foot switch. There were no delays in the surgical procedure as an identical spare motor device was used to complete the surgery without any issues. There was patient involvement. It was not reported if the surgeon required medical intervention or prolonged hospitalization. It was reported that the surgeon could go back to normal life after a week without any issues. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device, determined that the device passed all operational specifications and identified no failure. Therefore, the reported condition was not confirmed and assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.